Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was reported to be "6". The patient was not able to clarify if the meter displayed an error 6 or a result of 6 inr. The patient did not remember seeing inr next to the 6 nor does she remember seeing the word error. The result from a laboratory using an unknown reagent was 1.4 inr. Both tests were performed "around 10 am" and were both reported to the patient's doctor. The laboratory result was believed to be correct and no dosage changes were made based on the meter result. The therapeutic range was 2.0-3.0 inr, but the target was around 2.0 inr. The patient tests weekly.

Manufacturer narrative:
The meter and strips have been requested for return, but there were no strips remaining. No product has been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."